Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported after the final tightening with non-ratchet, t-handle, it was not possible to remove the counter torque tube. The surgeon had to use another instrument to remove it. The strength used for the removal of it caused 2 screws that were implanted during the surgery to come out. The surgeon had to implant 2 new screws to replace the 2 screws that were accidentally removed. The surgery was completed. No further patient impact was reported.